Event description:
The pt experienced a loss of therapeutic effect in his area of paresthesia. He felt shocking or jolting sensation by his head, in the area of the connector. His pt programmer issued triple beeps when the pt attempted to change stimulation either up or down. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.